Manufacturer narrative:
The complaint was for a broken bone scalpel mxb-s1 ultrasonic surgical shaver. The surgeon needed to confirm the broken tip was not in the surgical site using x-ray. X-ray confirmed the broken tip was not in the surgical site. No injury was reported. This complaint is associated with (B)(4) which was evaluated by the service department on 04/05/2017 as work order # (B)(4). Upon receipt of the device bearing the serial number (B)(4) the boneshaver, microhook failed the initial visual inspection for broken micro tip. The service department concluded that the device was not repairable. The device was reviewed by the misonix engineering department microscopically. Evaluation indicates clear signs of abrasion adjacent to the fracture site. This would be a definite contributing factor to the failure. Photographs are available via the RMA picture library. The instrument settings used by the surgeon were routine for acdf procedures. The patient was to have an anterior cervical discectomy and fusion (acdf). This surgical procedure is to remove a herniated or degenerative disk in the neck to relieve neck or arm pain caused by pinched spinal nerves. This procedure is performed with a number of associated metal medical devices including clamps, retractors, and pedical screws. The abrasions at the fracture site normally indicate contact with other metal devices used during the procedure. Contact of the ultrasonic surgical probe with other metal devices will cause fracture. Our IFU contains the following warnings: warning 4.3 ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended duration in tight cavities with limited lateral motion. The tip could break into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity. In addition, during surgery, other metal medical devices are used. Contact of the ultrasonic tip with other metal devices during surgery can damage the ultrasonic tip and cause fracture. The product IFU contains the following note: note 4.3 contact of the ultrasonic tip or exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is not but it is recommended that a plastic suction tip should be used when in proximity of the probe tip. The predominant failure mode of ultrasonic attachments is a partial or complete fracture, they do not shatter creating multiple un-retrievable fragments that would difficult to locate or remove. The complaint reported that the blade broke, verifying the predominant failure mode as a fracture. Because the surgical procedure is performed under surgeon's direct visualization and enhanced by loupe-fitted eyeglasses or a microscope, the instrument failure can be promptly identified. Furthermore, the system is design to emit "limit" alarms when the blades fracture, further communicating to the user that something abnormal has occurred. When the blade fractures, triggering the "limit" alarm, the device stops energizing the handpiece to which the blade is attached. All surgical suites have access to x-ray equipment and in the event of a fracture, would be able to quickly identify and locate any fragments by using such equipment. The fractured piece can therefore be found quickly and easily without any delay in the surgical procedure. The blades are shipped as sterile components; therefore the blade can replaced with a new one without delay in the surgical procedure. In the event, the bonescalpel couldn't be used to complete the procedure; surgical suites have access to alternative technologies that can be used without significant delay in treatment. The product IFU contains the following warning(s): caution 7.7 the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. Warning 1.2 the bonescalpel system is intended to be used in various types of invasive, surgical procedures. There maybe indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Warning 4.4 breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually break. Tips showing signs of deformation or cracking should be replaces immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a sharps container.

Event description:
While the doctor was using the micro hook, the tip borke off in the patient. X-ray was needed to find the broken tip.